Event description:
It was reported from the us that during an orthopedic surgical procedure a patella prep handle broke. A pin from the handle was found on the ground and thrown away by the hospital staff. The surgeon used another instrument, patella clamp, to complete the procedure. An x-ray was taken to ensure that no pieces were left in the patient. There was a surgical delay with no adverse event reported for the patient. No additional information was provided by the contacts related to this event. The agent and agency are no longer active with the company; no additional information is available.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was received for analysis. Eng analysis completed 03/15/2018 by mb the missing pin is assembled using a tack weld, which appears to have failed. All other aspects of the device appear unremarkable and consistent with years of use. Design: the occurrence rate is less than 0.5%, "very low" according to the frequency of occurrence ranking scale. This does not appear to be design related. Manufacturing: there have not been any other complaints involving parts from this manufacturing lot which has been in the field since 2012. This does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Most likely cause: the event reported about was likely the result of a failure of the tack weld that holds the pin in place, allowing it to disassociate from the instrument. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. An x-ray was taken to ensure that no pieces were left in the patient. An investigation was conducted; the event reported about was likely the result of a failure of the tack weld that holds the pin in place, allowing it to disassociate from the instrument.